Event description:
It was reported that the patient, who was experiencing bradycardia, presented for a repositioning procedure. During the procedure, after the lead was reconnected to the pacemaker, it was observed that the device failed to deliver pacing stimulation and was not providing effective pacing output, as confirmed by additional functional testing. The pacemaker was also noted to be in security mode during interrogation. The device was subsequently explanted and replaced. The patient¿s condition was unknown.